Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that arteriotomy closure of a right common femoral artery using a proglide device was attempted with a 6fr sheath after a coronary diagnostic procedure. Reportedly, the proglide plunger was depressed; however, during attempted removal, the plunger felt stuck. The foot was open and closed and the device was pushed/pulled; however, the plunger was only able to be pulled back a little bit and the device was stuck inside the groin. A tear at the access site occurred and the patient was sent for surgical artery repair and to achieve hemostasis. Reportedly, the sutures never released from the suture bearing. Post-surgery the patient was doing fine. Reportedly, the level of anesthia was increased from local to general anesthia for the surgery. There was no adverse patient sequela and there was a clinically significant delay in the procedure due to the patient being sent for surgery. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis. Visual and functional inspections were performed on the returned device. The failure to deploy was able to be confirmed however the difficulty removing the plunger was not confirmed. The investigation was unable to determine a conclusive cause for the reported difficulties; however the tissue damage and treatments appear to be related to circumstances of the procedure as the patient was sent for surgical repair and to achieve hemostasis, resulting in a delay in treatment. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.